Event description:
It was reported that a pre-discharge chest x-ray was performed 2 days post-implant showing this electrode had migrated within the patient exhibiting a "s" shape and superficialization of the shock coil. A revision procedure was performed at which time the physician repositioned and secured. Measurements were within normal limits; it was noted that only non-sustained ventricular fibrillation could be induced during testing though the physician did not express concern. No adverse patient effects were reported.